Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Internal comms error message with screen going black and high pitched noise was present. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse could not duplicate the reported issue. The fse found that there was dried fluid on the backside of the pcb with suspected fluid ingress as a contributing factor with the communication failure. The fse replaced the executive processor pcb for precautionary purposes. Product passed all functional and safety tests per manufacturer specifications.